Event description:
This zirconia encode abutment was placed on tooth site #13 along with a crown on (B)(6) 2012. On (B)(6) 2014 patient, who was given a mouth guard, presented with the fractured abutment, still cemented to the crown.

Event description:
The dentist reported that the zirconia encode abutment fractured.

Manufacturer narrative:
The device has not been received for evaluation. This event is being reported due to a single proceeding medical device report where surgical intervention occurred. This event is a subsequent malfunction. The risk to patient health is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Manufacturer narrative:
Through visual examination, this device has been confirmed to be fractured.(B)(4)